Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account was locked. A technical support specialist (tss) connected to station, reviewed the affected user account and system logs, and identified that the login failure was due to the account being locked after multiple unsuccessful authentication attempts. The user was informed of the account lockout and advised contacting the hospital information technology (it) team to request an account unlock. The user acknowledged and agreed to proceed with case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.